Event description:
While jumping on trampoline, patient hit the metal railing on side of implant. Patient experienced pain and noticed the abutment felt loose. Called physician's office and was seen on (B)(6) 2013. At that time, it was reported the implant/ abutment had come out. Patient to be reimplanted on (B)(6) 2013.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the patient information. There are no indications that the occurred is a result of manufacturing or component failure.